Event description:
It was reported that the retaining post was broken which could affect the cot fastening to the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.